Manufacturer narrative:
Result of investigation: vyaire was not able to determine root cause of the issue. Exact issue is unclear and customer didn't provide any further details. Case has been closed after three attempts without any reply from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logs has been sent and vyaire technical support asked the customer to do the troubleshooting steps and provide an update of the result. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported alarm 316 "blower failure" and alarm 401 "inspiration valve or device leaky". At this time, there is no information regarding patient involvement associated with the reported event.